Event description:
A malfunction was reported involving pump malfunction code 0-0x277d. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact on the blood glucose level. Technical support provided instructions to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to reach out if the issue recurred. No further information on the outcome was reported.